Event description:
The account alleged that the head of the bed would not rise. No pt impact.

Manufacturer narrative:
The technician found the head cylinder was bent. The technician replaced the head cylinder to resolve the issue.